Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Based on technician statement, the cause of failure were malfunctioning o2 gas module, inspiratory and fresh gas pressure transducer. Mentioned parts have been replaced. No parts have been returned for the further analysis of the issue. The o2 gas module regulate the oxygen gas flow and a fault in the gas module may lead to inaccurate gas flow regulation. This will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Evaluation of the received device logs confirmed the reported pressure transducer test failure and also the flow transducer and gas analyzer test failure. The logs show a zero pressure offset drift noted for the inspiratory pressure transducer but no fault for the fresh gas pressure transducer and the o2 gas module seemed to deliver more than expected. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).